Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. It was noted that the reporter checked with the hcp office and the last time anyone had any correspondence (with the patient) was on (B)(6) 2015. They reportedly did not silence any alarms because they were not made aware of the issue.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11000r29, implanted: (B)(6) 2002, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, baclofen and other drug, dose and concentration not reported via an implantable pump. The indication for use was noted as malignant pain. The patient's pump was alarming. Due to insurance reasons the healthcare provider was no longer servicing the pump. The patient was working on insurance. The pump had been empty for 2-3 weeks. The pump started to alarm single tone alarm early (B)(6) 2015. They went in and tried to silence the alarm but the "lady" had trouble silencing the alarm so she tricked the pump into thinking there's medicine in there to stop it. On (B)(6) 2015 it started to single tone alarm again. The patient had an appointment with the healthcare provider today (B)(6) 2015. No patient symptoms reported. The healthcare provider reported that the alarm was silenced. The cause of the empty pump was the patient did not keep their refill appointment. Per the healthcare provider the empty pump and pump alarms had not been resolved.